Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 416 mg/dl. The customer was advised to change the entire infusion set and use new insulin. She was able to successfully deliver a bolus thereafter without any issue and declined further troubleshooting for the no delivery alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.